Event description:
It was reported that the clinic requested the reports download from this implantable device system. Rhythmcare noted the atrial tachy response (atr) episodes show noise oversensing, and it appears known due to previous notes in latitude about the noise. The device remains in service. No adverse patient effects were reported.